Manufacturer narrative:
Information contained in this report was previously submitted through psr on 4/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "the device related to the reported rupture and capsular contracture of implant device was received on april 30, 2019 with lot number 1556789. Analysis of the returned device identified: weight to the spec, creases fold, deformation and cloudy color in the gel. Bubbles in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported rupture and capsular contracture grade iii. The device was explanted.